Event description:
Alcohol intolerance-sick from, anxiety, acne, backpain, blurring of vision and floaters, discharge (no odor), body aches/hurts/stiffens, bowel issues-constipation, bruises, cloudy brain fog, forgetfulness, cramping, depression, dehydration, dizziness, dry eyes/skin/hair, eating disorder-loss or increased appetite, fatigue-loss of energy, fever, hair growth, hair loss, headaches/migraines, heavy bleeding/clotting during period, hip pain, hot flashes, insomnia, mood swings, nausea, painful intercourse, painful ovulation, pelvic pain, severe bloating, sharp stabbing pains,teeth issues, weight gain, weight loss, feels like your bottom is going to fall out, hurts to walk.